Event description:
Reference MDR #1219856-2013-00045 for the first event involving the same patient. It was reported that the event involved a male patient while in the cath lab during use. The md inserted the second intra-aortic balloon (iab) through the teflon sheath via the same insertion site (left femoral artery) with no issues. After placement of the iab, the waveform of the augmentation was not normal. The user also mentioned that there was difficulty unwrapping the iab. As a result, the iab and teflon sheath were removed together as one unit successfully. A third iab was inserted via the same insertion site (left femoral artery) and they were able to continue successfully with intra-aortic balloon (iabp) therapy. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption long enough to replace the iab. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.